Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter would not power on. The patient manages her diabetes with unspecified pills. The patient indicated that the alleged issue started on an unspecified date/time in early (B) (6) 2010. As result of the alleged issue, the patient claimed that she was unable to test her blood glucose. On (B) (6), 2010, the patient claimed that she received insulin treatment from an emergency room (ER) because of the alleged issue. She was reportedly treated with 10 units of an unidentified insulin. The patient¿s blood glucose was also tested on an ER/hospital meter and a result of ¿615 mg/dl¿ was reportedly obtained. The patient denied that she developed any symptoms because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that a hospital obtained a blood glucose reading over ¿500 mg/dl¿ and she received insulin treatment after the alleged issue began.